Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead dislodged. An asymptomatic patient had a vf episode and the device detected vf and delivered high voltage therapy. During the episode intermittent undersensing occurred. The lead explanted and replaced.